Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was impossible to staple and to cut using the device, which resulted to anastomotic fistula. The reload was replaced to resolve the issue.